Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: during incoming inspection no leakage was found, distal end insulation test failed, s-cover had a crack, aw-cylinder had no color, s-cylinder had no color, due to a cut on heat shrinking tube of fe lever, expected insulation capacity could not be obtained, plug unit had a scratch, label on suction connector was damaged, due to a scratch on c (plastic distal end) cover, insulation resistance value at distal end did not meet the standard value, due to wear of angle wire, bending angle in down direction did not meet the standard value, objective lens has a chip, lg lens had a crack, bending tube was deformed, adhesive on a-rubber (bending section cover or distal sheath) had a crack, connecting tube had a scratch, due to clogging of j-tube in control unit, water could not be supplied and universal cord had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the colonovideoscope a-rubber adhesive worn out, insufficient angulation, and grounding and internal resistance failed. There were no reports of patient harm. The device was returned for evaluation/repair. During the device evaluation, it was found that the air water tube and jet tube had foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). The suggested events are detectable/preventable by handling the device in accordance with the following instructions for use (IFU): detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.